Event description:
This case was initially received via regulatory authority FDA (reference number: mw5071565) on 24-aug-2017. This prospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("right tube has migrated"), device breakage ("only found a small piece of the one"), uterine leiomyoma ("fibroid"), nausea ("I feel really sick like pregnant"), pelvic infection ("infection / said I had infection inside my pelvic"), asthenia ("feel weakness"), hypophagia ("cannot eat"), genital haemorrhage ("bleeding"), bacterial infection ("bacteria infection"), haematoma ("hematoma") and gastrooesophageal reflux disease ("acid reflux / gerd condition.") In a female patient who had essure inserted. Concomitant products included hydrocodone, ibuprofen and iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and life threatening), device breakage (seriousness criteria hospitalization, medically significant and life threatening), uterine leiomyoma (seriousness criteria hospitalization, medically significant and life threatening), nausea (seriousness criteria hospitalization, medically significant and life threatening), pelvic infection (seriousness criteria hospitalization and life threatening), asthenia (seriousness criteria hospitalization, medically significant and life threatening), hypophagia (seriousness criteria hospitalization, medically significant and life threatening), genital haemorrhage (seriousness criteria hospitalization, medically significant and life threatening), bacterial infection (seriousness criteria hospitalization, medically significant and life threatening) and haematoma (seriousness criteria hospitalization, medically significant and life threatening). On an unknown date, the patient experienced gastrooesophageal reflux disease (seriousness criteria hospitalization, medically significant and life threatening). The patient was hospitalized on (B)(6) 2013. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (have to do open surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, uterine leiomyoma, nausea, pelvic infection, asthenia, hypophagia, genital haemorrhage, bacterial infection, haematoma and gastrooesophageal reflux disease outcome was unknown. The reporter considered asthenia, bacterial infection, device breakage, device dislocation, gastrooesophageal reflux disease, genital haemorrhage, haematoma, hypophagia, nausea, pelvic infection and uterine leiomyoma to be related to essure. The reporter commented: life-threatening, hospitalization, disability and other serious (important medical event) were selected as event outcome; however it was not specify for each event. Diagnostic results: unspecified test: the results were one of the devices on her right tube migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5071565) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("right tube has migrated"), device breakage ("only found a small piece of the one"), uterine leiomyoma ("fibroid"), nausea ("I feel really sick like pregnant"), pelvic infection ("infection / said I had infection inside my pelvic"), asthenia ("feel weakness"), hypophagia ("cannot eat"), genital haemorrhage ("bleeding"), bacterial infection ("bacteria infection"), haematoma ("hematoma") and gastrooesophageal reflux disease ("acid reflux / gerd condition.") In a female patient who had essure inserted. Concomitant products included hydrocodone, ibuprofen and iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and life threatening), device breakage (seriousness criteria hospitalization, medically significant and life threatening), uterine leiomyoma (seriousness criteria hospitalization, medically significant and life threatening), nausea (seriousness criteria hospitalization, medically significant and life threatening), pelvic infection (seriousness criteria hospitalization and life threatening), asthenia (seriousness criteria hospitalization, medically significant and life threatening), hypophagia (seriousness criteria hospitalization, medically significant and life threatening), genital haemorrhage (seriousness criteria hospitalization, medically significant and life threatening), bacterial infection (seriousness criteria hospitalization, medically significant and life threatening) and haematoma (seriousness criteria hospitalization, medically significant and life threatening). On an unknown date, the patient experienced gastrooesophageal reflux disease (seriousness criteria hospitalization, medically significant and life threatening). The patient was hospitalized on (B)(6) 2013. The patient was treated with surgery (have to do open surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, uterine leiomyoma, nausea, pelvic infection, asthenia, hypophagia, genital haemorrhage, bacterial infection, haematoma and gastrooesophageal reflux disease outcome was unknown. The reporter considered asthenia, bacterial infection, device breakage, device dislocation, gastrooesophageal reflux disease, genital haemorrhage, haematoma, hypophagia, nausea, pelvic infection and uterine leiomyoma to be related to essure. The reporter commented: life-threatening, hospitalization, disability and other serious (important medical event) were selected as event outcome; however it was not specify for each event. Diagnostic results: unspecified test: the results were one of the devices on her right tube migrated. Most recent follow-up information incorporated above includes: on 5-sep-2017: after internal review, it was noted that this is not a pregnancy case and the field was corrected from yes to unk. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.